Event description:
Pt undergone previous anterior and posterior mesh augmented repair for pelvic organ prolapse. Developed mesh contracture and pelvic pain as a side effect of mesh erosion and surgical removal was desired.